Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The surgeon reported seeing 13 metal particulates post operatively. The surgeon noted the particulates on the first day post operatively. There were 12 small particles imbedded in the iris and one slightly larger piece on the inner side of the cornea. The slightly larger piece appeared to leave a small burn mark. The surgeon stated it isn't possible to remove the metal pieces. At one week post operatively, the pt was seen again with no reactions in the eye of the pt. The pt has a satisfactory vision at 0.8.